Event description:
It was reported by service report that the power cord plug was missing the neutral prong, and the head left siderail outer panel was broken. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord plug missing the ground prong. Broken head left siderail outer panel.